Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, the pump was powered on with vibratory alarm function but no audible alarm. The pump was opened and a cracked solder on the piezo of the audible alarm circuit was observed. Unrelated to the complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. It was reported that the pump emitted no sounds and had no vibratory alert function. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.